Manufacturer narrative:
The following devices were also listed in this report: osteonic cup; cat# unknown; lot# unknown; exeter ball; cat# unknown; lot# unknown; stem; cat# unknown; lot# unknown; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Sales rep reported a left total hip revision due to pain.

Manufacturer narrative:
An event regarding pain involving an unknown trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant noted the following: [...]there is an outpatient report referring to pain in the hip supposedly caused by some minor osteolysis in/around the cement mantle of the exeter stem. The problem is thus suspected to be related to the exeter stem. Why this could occur is not clear. Could be a cementation issue but requires x-rays for evaluation that are not available. There was a talk about revision surgery to be considered when also the cup would be changed, not because of a problem but more to provide the patient with a latest generation polyethylene. As such, is root cause if failure suspected to be procedure-related while certainly not device-related but there is not enough info to validate all this with an adequate level of evidence. Pain is just too generic and requires more info and especially x-rays to solve.[...] Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Sales rep reported a left total hip revision due to pain.